Event description:
I used renu with moistureloc contact lens saline solution from 10/2005 - 4/2006. I woke up not being able to see from my right eye. I went to a clinic and was diagnosed with ulcers, bacteria and a scarring on my cornea. I am presently taking anti-fungal drops. Amongst others, I was diagnosed with fungal keratitis. The pain, the swelling and not being able to see was a nightmare to me. I'm already blind through one eye and feared I was going to be blind from the other eye.